Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The 95% stenosed, 12mm in length, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified and 2.0mm in diameter right coronary artery (rca). A 2.5x15mm and a 3.0x15mm emerge balloon catheters were used for predilation of the lesion with residual stenosis of 70%. A 2.50 x 38mm synergy¿ stent was advanced but was unable to cross the proximal rca. Another dilation was then performed using a 2.5x15mm emerge balloon catheter and a 2.50 x 16 synergy¿ stent was advanced and deployed in the proximal rca. Then a 2.5x15mm emerge balloon catheter was used to perform dilation in the mid rca and a 24x2.50mm synergy¿ stent was advanced but was unable to cross the recently implanted stent in the proximal rca. Another attempt was then made to cross a 2.50 x 16 synergy¿ stent through the proximal rca however some difficulty was encountered. An attempt was made to withdraw the device however, the stent was dislodged in the proximal rca. A 1.2x12mm emerge balloon catheter was advanced to recapture and dilate the detached stent in the proximal rca. Another 3.0x15mm nc emerge balloon catheter was used for another dilation and the procedure was completed. The patient's status was stable.